Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file identified low flow hazard events, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. Evaluation of the submitted log file captured several transient low flow hazard alarms were observed from 04jun2020 at 11:15:22 through 05jun2020 at 04:39:24, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.3 lpm during these events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the data prior to the disconnection of the driveline. The patient remains ongoing on (B)(4), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25feb2014. Heartmate ii lvas IFU section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files revealed low flow alarms from 04jun2020 at 11:15 until 05jun2020 at 4:39. It was reported that the hospital tried to optimize the flow with a revision of the outflow graft but this did not improve the flow. The patient was reported as doing fine, and no further treatment was planned.